Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient with a history of a previous stroke underwent a diagnostic left heart catheterization procedure which led to a percutaneous transluminal coronary angioplasty (ptca) of the right coronary artery on (B)(6) 2011. Access was obtained at the right common femoral artery via an unknown size procedural sheath. A pre-procedural femoral angiogram revealed the artery to be less than 5 mm in size and calcified. Peri-procedure, the patient was given aspirin 324 mg, plavix 600 mg, lovenox 40 mg administered intravenously, and a bolus of integrilin (20.4 mg). The patient's blood pressure was 175/64 mmhg. It was reported that the physician inserted the device and deployed the sealant, however, when the advancer tube was removed, hemostasis was not fully achieved. Manual compression was applied for a few minutes (timeframe unknown), however, the staff immediately noticed a large hematoma had developed at the access site. The scrub technician reported the hematoma measured 13 cm x 13 cm. Two hours of manual compression was held over the access site in an attempt to resolve the hematoma. The hematoma was resolved but there was a noticeable mark on the groin. The patient was admitted and the following day (B)(6) 2011, the patient was reported to be improving with no visible change at the groin. It was reported that in the early morning hours of (B)(6) 2011, the hematoma reappeared at the access site, began to expand rapidly and could not be controlled. The patient was immediately taken for emergency surgery to evacuate the hematoma and repair the groin. No further information was provided.